Event description:
It was reported that while removing the wound drain tube it broke off in the patient. They had to take the patient to operating room and remove the tube. Unknown what quadrant the tube was located. Patient outcome unknown if they were able to retrieve it. It was noted that the given lot number was ngku2457.

Manufacturer narrative:
The reported issue was confirmed cause unknown. Received 1 silicone bulb flat drain. Visual inspection noted that the tubing was broken. Product labeling was reviewed for this investigation and was found adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while removing the wound drain tube it broke off in the patient. They had to take the patient to operating room and remove the tube. Unknown what quadrant the tube was located. Patient outcome unknown if they were able to retrieve it. It was noted that the given lot# was ngku2457.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.